Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was frayed. The surgeon noted slight fraying immediately after the device was opened. On prior implants, he has not noticed this fraying of the devices. No other adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for evaluation; however, a picture was provided. The picture of the device was reviewed, and slight fraying was observed on the complaint unit. Following the review of the device history record, it was determined that the devices met specification prior to release.